Event description:
Initial info was received on (B)(6) 2012, from a physician regarding a pt. This pt swallowed colgate manual toothbrush unspecified and underwent a procedure to remove the toothbrush (unspecified date). The toothbrush which was in the stomach was pulled back into the mouth by the handle. The pt tolerated the procedure well and there were no immediate complications. The esophagus and duodenum were normal. The pt could eat and drink and return home the day of the procedure. At the time of this report, the pt had recovered. This case is referenced as (B)(4).